Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014 and the patient was reimplanted with another device during the same procedure. This report is filed march 27th, 2015.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.